Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the circulating nurse informed the rep of defect on lcsc5. At the beginning of case the blade began to work and not work intermittently. It then gave a solid tone regardless of tightening with a torque wrench. A test tip revealed the handpiece to be functioning. A new blade was opened and the case was finish without incident. There was no consequence to pt.